Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of post-paced t-wave oversensing was noted on the device. Technical support was contacted and recommended device reprogramming. No intervention has been performed at this time. The patient was stable and will continued to be monitored.

Event description:
Additional information received indicated the event was resolved by reprogramming the device. The patient was in stable and will continue to be monitored